Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, date is unknown. According to the complainant, post procedure, during the administration of nutritional supplement the connector from the irrigator came off of the connector of the feeding tube. The procedure was completed with a new boston scientific feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Correction: after further review, this has been deemed a non reportable event based upon a new y port was used, outside the patient. The device that was being used with the y port is not manufactured by boston scientific. Therefore, it is unknown if it is compatible to use with the boston scientific y port.

Manufacturer narrative:
A visual evaluation found no deformation to the device. A functional evaluation found that both the feeding and medication ports could be opened and closed without issue. A second functional evaluation found that the feeding and medication ports could accept a syringe without issue. The condition of the returned unit was not consistent with the complaint incident that the argyle connector detached from the y-port. During the evaluation no deformation was found with the y-port device. The evaluation also found that syringes could be connected to both the feeding and medication ports without issue. The argyle connector is not manufactured by boston scientific and it is unknown if the two devices compatible for use together. Therefore, the most probable root cause is user preference issue. (B)(4)

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure, date is unknown. According to the complainant, post procedure, during the administration of nutritional supplement the connector from the irrigator came off of the connector of the feeding tube. The procedure was completed with a new boston scientific feeding adapter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).